Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced some discomfort and received a vibratory notification. Review of a merlin.net transmission revealed that the left ventricular lead exhibited loss of capture. The patient was brought in to clinic for further evaluation. During capture testing, the patient experienced diaphragmatic stimulation. Fluoroscopy revealed that the lead had dislodged. It was suspected that the patient exhibited twiddler's syndrome. The lead was explanted and replaced on (B)(6) 2016. There were no adverse consequences to the patient.